Manufacturer narrative:
The reported event was confirmed as manufacturing related, since there were no traces of adhesive on the tubing. Visual evaluation of the returned sample noted one opened (without original packaging), used dome bag connected to the drainage tubing and the original packaging labeling. It was noted that the sample port connector was missing and there were no traces of adhesive solvent residue on the drainage tubing. Missing components were out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contents: ** bardex® lubricath® foley catheter 2000ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber bard® ez-lok® sampling port string hanger attached sheeting clip control-fittm outlet device tamper-evident seal uro-preptm tray with: catheter lubricating jelly syringe, 10cc gloves (2) underpad (waterproof) (3) povidone-iodine swabs¿ specimen container, cap and label 10cc syringe (prefilled with sterile water) to inflate foley catheter only." Correction.

Event description:
It was reported that the tubing could not be attached to the catheter, as the ez-lok sample port was missing. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing could not be attached to the catheter, as the ez-lok sample port was missing. No medical intervention was reported.